Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided customer with reset information and was told to follow up for further assistance. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.